Event description:
A discordant, falsely low calcium (ca) result was obtained on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result from an alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist connected with the customer over the phone. Upon the cse's instruction, the customer replaced the reagent probes 3 and 4 and performed the alignment. The customer ran quality controls, which were within acceptable ranges. The cause of a discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.